Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by the wound was wet: much infusion and protracted wound healing; was v-loc suture or vicryl plus used for suturing the dermis: it is unknown which was used; do you have any pictures of the dehiscence: no, we don¿t.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and topical skin adhesive was used. Two weeks after the index procedure the surgical wound was wet and had protracted wound healing. The surgical wound dehisced and then it was re-sutured and treated in dry atmosphere by using gauze. The treatment was completed on (B)(6) 2016.